Event description:
Device issue: none. Adverse event: death. Onset of adverse event: 5 months post procedure. It was reported via a trial that on (B) (6) 2009. The pt underwent stenting of a the pre-dilated distal right coronary artery (rca) with a 3 x 12 mm xience v stent, the pre-dilated proximal rca with a 3 x 8 xience v stent, and the pre-dilated mid rca with a 3 x 28 mm xience v stent. On (B) (6) 2010, the pt experience crushing chest pain and collapsed. Emergency medical services responded and the pt expired. Though requested, there is not add'l info available.

Manufacturer narrative:
(B) (4). In this case there was no reported product deficiency. The reported pt effects of angina and death are known adverse events listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling. The 3.0 8 mm xience (part 1009541-08, lot 8100641), and the 3.0 x 28 mm xience (part 1009541-28, lot 9042441), indicated have been filed under this MFR#.